Event description:
Pt was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pt reported that his educator was adjusting his basal insulin delivery rate and he has continued to use the pump with no reported subsequent events.